Event description:
It was reported that during testing the e360 ventilators upper screen was not working. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the e360 ventilators upper screen was not working and had faulty compressor. The ventilator was not in use on a patient at the time of the reported event. The repair was completed at a non-covidien/medtronic location. A non-covidien /medtronic service provider reconnected connections for the display and replaced the compressor and the issue was resolved. The ventilator was tested and checked to be running normally.